Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined further troubleshooting. Reportedly, the customer was not cleaning the pneumatic tap on the pump. Tandem clinical support informed customer that not cleaning the pneumatic tap is off label per the tandem user guide. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was around 200-210 mg/dl.